Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. This lead was extracted and replaced with a new rv lead. It was disposed of at the facility. No additional adverse patient effects were reported.